Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing heating and pain at the ipg site. It was noted that the patient had fallen on their device multiple times prior. As a result, the patient underwent surgical intervention during which the ipg was explanted.

Manufacturer narrative:
Date of event is estimated.